Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did back to back blood glucose tests, within minutes, using different finger sticks and strips. His results were 188 and 246 mg/dl. He did not have any symptoms. The lifescan rep reviewed qc, and discussed meter/lab vs back to back testing for checking meter accuracy.